Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia. The blood glucose value at the time of the event was 30 mmol/l. The customer had reported an insulin flow block alarm. High blood glucose was treated by a manual injection. The customer received pump error 41, motor power supply voltage error detected'' and pump error 43, ''an error in the motor was detected by reading an unexpected value from the hall sensor''. Troubleshooting was performed, the alarm was cleared successfully and the rewind was completed. It was unknown whether the customer was using the pump within 48 hours prior to the event or not and whether the auto-mode feature was active at the time of the event or not. No further patient complications were reported. The customer will discontinue the use of the insulin pump and will be returned for analysis.

Manufacturer narrative:
Customer reports they were unable to clear the alarm(s). Customer states they are not able to rewind the pump. Pump errors 41 and 43 alarm. Event date 05-nov-2023. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. No pump error 41 and pump error 43 alarm during testing. Pump history was download successfully. However, verify pump error 43 alarm and 41 alarm at the pump history file date and time: 11/09/2023 21:40:31.000, 11/09/2023 21:40:34.000 motordriveerror 43. Esf# : 3730112 file number: 121 121, line number: 589 713 sw/hw: hw (possible hw) grouping: motor voltage regulator, other motor hw. 11/09/2023 21:40:31.000 motorvoltageerror (41). File number: 121 121, line number: 589 713 hw (possible hw). Unit was cut/open and inspected no moisture damage or component damage found inside the pump. Motor tested outside the device and passed. Problem isolated to the electronic assembly. Tested with a test p-cap and the test p-cap locked in place properly. The following were noted during visual inspection: cracked case (battery tube). Pump error 43 alarm and 41 alarm was confirmed. Pump error 43 alarm according in the formatted history file download due to isolated to the motor assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.